Event description:
It was reported that the right ventricular (rv) lead had an increased number of sensing integrity count (sic). The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). There were 341 v-sic first v-sic in session on (B)(4) 2014. Counters since last session indicate 3.36 single premature-ventricular contractions per hour. Likely physiological oversensing. (B)(4).